Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-26. H6: investigation summary one 2420-0007 sample from lot 20095165 was received in open packaging for investigation. Residual fluid was present in the line. A visual inspection identified a kink in the tubing below the drip chamber. Functional testing confirmed the customers experience as the flow was restricted through the line. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that kinked tubing is most likely to have been caused during the assembly process; pinched tubing can be replicated if the tubing was left for too long in the assembly fixture. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20095165 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the production personnel have been informed of this feedback and retrained to ensure that they are following the correct assembly process. The work instructions in the assembly area have been updated in order to reduce the likelihood of operator error. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2420-0007 product.

Event description:
It was reported that the as lvp 20d 2ss cv tubing kinked under the priming chamber while priming the line. The following information was provided by the initial reporter: "the tubing just under the priming chamber is kinked, so much so that the fluid couldn't flow past the kink when priming the line."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 2ss cv tubing kinked under the priming chamber while priming the line. The following information was provided by the initial reporter: "the tubing just under the priming chamber is kinked, so much so that the fluid couldn't flow past the kink when priming the line."